Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2018.) There is no data available due to the unit did not have a battery installed when received. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was cyclic disease, aspiration, cardiac arrest, and being brain dead. The caller stated that the customer had low blood glucose and aspiration that may have led to the customer's passing. The customer had gastroparesis and could not digest food. They bolused and went low, aspirated, and then had a cardiac arrest. The customer¿s blood glucose was 40 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. The customer was not using sensors. The customer had stomach issues and had a kidney removed when they were 11 years old. The customer was on life support 2 weeks before they passed. The caller declined to return the insulin pump for analysis at this time.